Manufacturer narrative:
Physio-control evaluated the customer's device and the reported issue was not reproduced. The downloaded electronic records were reviewed where physio-control was able to verify that the device powered off unexpectedly. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently reported to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off automatically in an ambulance, while it was driving. The device had to be powered back on manually and was used during the remainder of the event. The reported issue occurred during patient monitoring. Further patient details were not available.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had powered off automatically in an ambulance, while it was driving. The device had to be powered back on manually and was used during the remainder of the event. The reported issue occurred during patient monitoring. Further patient details were not available.